Event description:
It was reported that the patient presented to the clinic for a follow-up on 30 aug 2022. During examination of the pacemaker, it was noted that there was noise which was being over-sensed. Programming changes were made to the device. The patient was in stable condition.